Manufacturer narrative:
Device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced infusion set cannula was leaking at the site.at the time of the issue, there was a trace of ketones and high blood glucose (specific value unknown). For four hours, the infusion set was used. Additionally, patient had correction bolus via pump to address high blood glucose and infusion set was replaced, insulin resumed successfully. No further information available.